Event description:
It was reported that stent damage occurred. Vascular access was obtained through the radial artery. The 85% stenosed, 2.5 x 17mm, eccentric, de novo target lesion with a significant bend >45 degrees was located in a moderately tortuous and moderately calcified mid left circumflex artery. Pre-dilation was performed using a 2.5 x 15 maverick2 balloon catheter, a 2.75 x 12 nc emerge balloon catheter with 80% residual stenosis. A 20 x 2.50 rebel stent was advanced but was unable to cross the lesion. When the stent was removed, a kink was noted on the proximal of the stent itself. The device was removed and the procedure completed with another of the same device. There was no serious injury or adverse patient effects.